Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo was visually evaluated and shows a tube with the variable data on the tube label visible; however, the gel in the tube cannot be seen in the photo. The photo does not show the customer's indicated failure mode. Additionally, a total of 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained gel air bubbles. There was no health impact or consequences reported.